Event description:
It was reported that two xience v stents (sizes 2.75x28, 3.0x23) were implanted in the proximal left circumflex coronary artery (lcx) and one 3.0x28 xience v stent was implanted in the proximal right coronary artery on (B)(6) 2011. Two years later, in (B)(6) 2013, the patient expired from an unknown cause. An autopsy was not done. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event(death, reported as occurred in (B)(6) 2013). There was no reported device malfunction and the product was not returned. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.